Event description:
Chronic fistula between mesh and umbilicus. Explanted 4 months post surgery.

Manufacturer narrative:
This event was reported during a study on v-patch in (B)(6). Reports 1219977-2014-00005, 1219977-2014-00006, and 1219977-2014-00007 are the other three files that were a part of the study. Upon completion of the investigation a follow up report will be submitted.